Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system error message displayed" (device displays error message). The customer reported, a system message displayed during surgery. The customer called the company sales rep to provide a demo system. The pt was on the table. The company sales rep brought the demo to the site and all cases were completed. The case was delayed approximately 2 hrs. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The power supply was replaced and will be sent for in-house eval. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)